Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during an abdominal aortic aneurysm stent graft treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The equalizer 33/7/2/100 was advanced to post dilate the non bsc stent graft. After the first inflation, the balloon ruptured. The device was removed intact and the procedure was completed with another manufacturer's device. No patient complications were reported and the patient's status is good.